Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was mode switching for things that are not true atrial fibrillation. Programming changes were suggested and the lead remains in use. No patient complications have been reported as a result of this event.